Event description:
It was reported that (1) device was used during a vertical gastroplasty. It was reported by the affiliate that the surgeon detached the ecs21 instrument head and positioned the device on the posterior wall of the stomach, making it come out on the anterior part. Then the instrument head was attached to the stapler. After that, the surgeon removed the safety catch and fired the device, but he did not hear the usual sound of the teflon ring, that breaks when the blade passes. After having opened the stapler, the surgeon noted the superior part of the operculum had been cut but not sutured (stapled). He had to use another stapler (size 29) to finish the intervention. The case was converted to an open procedure. The pt stayed in the hosp one extra day. The pt was operated on for a gastroplasty for obesity.